Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge alarms (alarm 05, alarm 06, alarm 24) occurred. Additionally, it was reported that a cartridge alarm 30 occurred during basal delivery. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarms, but the customer went into a hyperbaric chamber prior to the alarms occuring. The cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 150 mg/dl.